Manufacturer narrative:
The field service engineer (fse) conditioned the electrodes and verified the ise area was in good condition, although the rinse station was not performing optimally. Qc passed. The investigation is ongoing. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter alleged multiple discrepant results for tests run using a na electrode on a cobas 6000 c 501 analyzer with serial number (B)(4). The initial reporter stated that, after having the analyzer serviced, they changed the electrodes on the analyzer. They reran "some patients" for comparison and had to issue corrected reports. The reporter provided one example. The na before servicing and electrode change was 147 mmol/l. After service and electrode change the na was 138 mmol/l. The questionable result was reported outside of the laboratory.

Manufacturer narrative:
The investigation is ongoing.